Event description:
The customer contacted stryker to report that their device's main keypad was not functioning. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed that there was a loose connector on the back of the device's keypad. Stryker reseated the connector to resolve the reported issue. Stryker also replaced the device's main keypad assembly as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.